Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2228620 medical device expiration date: 2023-08-31 device manufacture date: 2022-08-16 medical device lot #: 2132121 medical device expiration date: 2023-05-31 device manufacture date: 2022-05-12 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pulled out of the tube within a holder. The following information was provided by the initial reporter. The customer stated: "the tube is not properly decapping, leaving just the gray piece, only removing the light green."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pulled out of the tube within a holder. The following information was provided by the initial reporter. The customer stated: "the tube is not properly decapping, leaving just the gray piece, only removing the light green."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. The 90 retentions from both lots were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples from both lots were draw tested with all weights being within specification limits of 1.62ml ¿ 2.20ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.